Event description:
The complainant stated that the brake is not holding.

Manufacturer narrative:
The tech found that the left foot brake caster continues to swivel when in brake. He replaced the brake caster and the stretcher is functioning properly.